Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving lioresal [2000 mcg/ml] at a rate of 900 mcg/day via intrathecal drug delivery pump. It was reported that with no cerebrospinal fluid (csf) flow and given a high dose of 900 mcg/day the surgeon explored the back incision and found a frank catheter fracture. The patient was also experiencing a loss of intrathecal baclofen (itb) effect. A new catheter was placed and the issue was resolved. There were no further complications reported/anticipated.